Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from argentina, a patient with a 11500a23 valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of seven (7) days due to severe aortic regurgitation, that was seen one day after the implant. The patient presented with heart failure before the reintervention. As reported, during the perioperative echo, no regurgitation or leaks were observed. However, after developing symptoms, severe regurgitation was detected in the post-operative transesophageal echo (tee) performed two days after implant. The suspected root cause, per surgeon opinion, is a potential failure/rupture of the leaflets from the surgical valve. A transcatheter non-edwards valve was implanted within the edwards surgical valve, and the patient was noted as to be in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: d4, and h6 (type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. Short angiogram clip was reviewed. Significant regurgitation of the aortic surgical prosthesis was observed. However the reporter leaflet motion/thickness or the root cause of the regurgitation was unable to be confirmed. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute postprocedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.